Event description:
The surgeon was performing a right shoulder arthroscopy with tendon repair. Postoperatively, when the drapes were removed, the patient had a 6x3cm skin defect (burn) under the area of the incision. The surgeon felt that the mitek vapr had heated the arthroscopy fluid to a very high degree as he had to use it for a longer period of time due to increased scar tissue. Both our facility's biomed repair and the dupey representative examined the equipment used during the procedure (2-hand pieces and 2-generators) and all equipment checked out without damage/issue. Biomed and the dupey representative felt that the arthroscopy fluid leaked out of the incision and on to a metal surface (possibly the operating room table) and pooled between the patient and the metal surface. The surgeon did not agree with this assessment, as he stated that he had performed over 2500 procedures and has not had this type of outcome. The patient's skin defect has healed.======================manufacturer response for vapr s 90 electrode, dupey mitek (per site reporter).====================== dupey representative came to the facility to examine with biomed. Generator worked and hand pieces tested (had to cut the cord on the hand pieces to check---no need to send any equipment back to the company).